Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted at an outside hospital on (B)(6) 2018 with (B)(6) bleeding from the rectum area. As of (B)(6)2018, the patient was still in the hospital. Additional information was requested, but none has been provided.